Manufacturer narrative:
A steris service technician arrived at the facility, performed two test cycles and did not see any signs of leaking from the washer. No repairs to the washer were required; the reported event could not be duplicated. The technician discussed his findings with the facility's biomed who determined the standing water had been caused by debris in the facility's floor drain. The floor drain is a facility utility and it is the facility's responsibility to ensure the drain is properly maintained and operating to specification. The steris technician assisted the facility in cleaning the floor drain, performed a test cycle and confirmed the unit was operating to specification. No further issues have been reported.

Event description:
The user facility reported their washer leaked several gallons of water onto the floor and into the employee's working area. No injuries or procedural delays/cancellations were reported.